Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30445175l number, and no internal actions related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6), 70kg) underwent a cardiac ablation procedure for left non-ischemic ventricular tachycardia with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During a left ventricular ablation, the patient coughed leading to pericardial effusion. The physician drained the effusion. The patient¿s condition required extended hospital stay due to the pericardiocentesis and the patient fully recovered. The event occurred during the ablation phase. There was no evidence of steam pop. Dashboard, vector and visitag were used for force visualization. Visitag settings were 3s, 3mm. Tags color set by total time. Transseptal was not performed. The irrigation flow setting was 20ml. No error messages were observed on the biosense webster, inc. Equipment during the procedure.